Event description:
It was reported that the customer's insulin pump had multiple motor error alarms, aa33 alarms, and aa35 alarms in its history. No further information was provided, no blood glucose values.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.